Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder dislocation. Previous surgery is unknown, as well as information about original implant. Dislocation occurred due to scapular fracture. Surgeon removed the reverse liner (part number 1365.50.815) and replaced it with a new retentive one (part number 1365.50.816) and then proceeded with fixing the scapula. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1939. The event occurred in the united states.